Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately high. The patient reported obtaining readings that were higher than the physician's meter readings. The csr discovered that the meter was miscoded. After the meter was recoded the reported meter read 142 mg/dl and a 109 mg/dl on their pt's meter. The patient did not have any symptoms during the time of concern. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative walked patient through a control solution test and the result fell outside the specified range. A second control solution test was performed using a new vial of test strips and the result fell outside the specified range. Based on two consecutive failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient was sent test strips and control solution.